Event description:
A patient reported experiencing inaccurate low results with an ot basic meter. The patient's blood glucose was 7.0 mmol meter vs. 10.1 mmol lab within 10 minutes, with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.